Event description:
It was reported that the patient's previous inflatable penile prosthesis device was removed on (B)(6) 2018, due to corporal/scrotal infection. A culture was taken, but the type of infection was not reported. It was determined that the infection was due to the surgery. An antibiotic washout was performed. No further patient complications were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of adverse event related to procedure was chosen as the adverse event was reported that the infection was related to the procedure and not the device. As the reported problem could not be confirmed, the event cannot be reproduced or substantiated; no escalation to ncep, CAPA, or scar is required.